Event description:
It was reported that the lead dislodged with the patient's violent vomiting. The lead was explanted and a new lead was implanted, but the replacement lead was also not stable and dislodged. Follow-up revealed that the lead issues were due to the patient's anatomy. The patient had a persistent left subclavian vein, a "huge" superior vena cava, and no target vessels could be visualized. The replacement lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors and the distal conductor had blood/body fluid (not obstructed). (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors and the distal conductor had blood/body fluid (not obstructed).